Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemospray endoscopic hemostat. Product code: qau. Initial reporter section: occupation - non-healthcare professional. Information regarding PMA/510(k): k200972. Correction: the summary report designation is incorrect, the report is not a summary report. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The returned catheters did not present with any kinks or bends nor did they contain powder. The device was not tested as returned due to being deactivated. The co2 cartridge was not fully punctured; although the seal on the top was broken allowing co2 to escape previously, a portion of the puncture remained attached and partially blocked the opening. The length and width of the co2 canister were measured with calipers and the neck was measured, and the canister was found to be conforming to internal quality control (iqc) specifications. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The returned catheters were attached to the device for testing and sprayed as intended. The new co2 cartridge was observed upon deactivation and the top was fully punctured. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: when the device returned, the activation knob was not flush with the bottom lip of the device, creating a gap in the co2 chamber and indicating deactivation. When the co2 cartridge was examined, however, the puncture was not complete, despite all components involved being conforming. This can occur if the device is only partially activated by not fully engaging the activation knob into the co2 chamber. This is the most likely cause of this occurrence. The instructions for use states, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information based on in-service: based on the information provided that the device was only partially activated, a cook representative has been directed to retrain the cook area representative involved in this to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Information regarding suspect medical device section common device name: hemospray endoscopic hemostat product code: qau initial reporter section: occupation - non-healthcare professional information regarding PMA/510(k): k200972 investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. The returned catheters did not present with any kinks or bends nor did they contain powder. The device was not tested as returned due to being deactivated. The co2 cartridge was not fully punctured; although the seal on the top was broken allowing co2 to escape previously, a portion of the puncture remained attached and partially blocked the opening. The length and width of the co2 canister were measured with calipers and the neck was measured, and the canister was found to be conforming to internal quality control (iqc) specifications. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The returned catheters were attached to the device for testing and sprayed as intended. The new co2 cartridge was observed upon deactivation and the top was fully punctured. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: when the device returned, the activation knob was not flush with the bottom lip of the device, creating a gap in the co2 chamber and indicating deactivation. When the co2 cartridge was examined, however, the puncture was not complete, despite all components involved being conforming. This can occur if the device is only partially activated by not fully engaging the activation knob into the co2 chamber. This is the most likely cause of this occurrence. The instructions for use states, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information based on in-service: based on the information provided that the device was only partially activated, a cook representative has been directed to retrain the cook area representative involved in this to promote further education and understanding related to appropriate usage of this product.

Event description:
During a product demonstration, the representative used a cook hemospray endoscopic hemostat. The cook representative engaged the carbon dioxide (co2) cartridge by turning the red knob and immediately heard gas dissipating. The device did expel powder for a few demonstrations. Then it felt cold as the gas was further dissipating and did not work at all. This occurred during a product demonstration; no patient was involved.